Manufacturer narrative:
Review of the device history record (DHR), and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from the tampon prior to use. She used the tampon, and was able to manually remove the tampon pledget from her vaginal cavity. She did not experience any adverse health effects, and did not seek medical attention.